Event description:
Customer reported via phone call to have received a blank display screen, failed battery test and a motor error alarm. Customer's blood glucose was 180 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. No damage found on the lcd isolation tape noted. No motor error alarm and passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has minor scratched display window.